Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed however it was determined that the event reported by the customer did not occur. However, the following reportable malfunctions were identified during the device evaluation: incompatible scope error code, e315 and image has occasional interference during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation, incompatible scope error and occasional image interference due to component failure from fluid ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device occasionally experienced an image blackout. There were no reports of patient harm.